Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via social media indicating that they experienced high blood glucose of 410 mg/dl but their insulin pump reads 80 mg/dl. The customer stated that they were in the yard doing work when they started feeling sick. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is may 13, 2016. The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is may 13, 2016. The customer's age information with the initial report was incorrect. The correct information has been included with this report.